Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer stated that they had the flu and empty reservoir alarms occurred. It was indicated that the md believes that the event was due to a pump issue. The customer stated that no insulin exited during the prime test. In addition, the customer confirmed that there was an error alarm that occurred after changing the battery. At that time, the customer was advised that the pump will be replaced. It was conveyed that the customer was on manual injections per md protocol.